Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user reported a blood glucose (bg) level of 47 mg/dl. The bg level was addressed with fruit snacks. Reportedly, the user was at 158 mg/dl at 2 pm then was at 47 mg/dl at 3 pm and was unsure what occurred between then as the user stated the pump was not showing that insulin was delivering in that time frame. The user was able to load a new cartridge successfully.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2016. User does not enter current bg levels when making bolus requests, and sometimes still having insulin on board (iob). Multiple occlusion alarms were recorded on (B)(6) 2016, around the time the user stated low bg level occurred. Making bolus requests without entering current bg levels could lead to a low bg event. There is no indication that the insulin pump caused or contributed to low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.